Event description:
It was reported that the patient was having a pump replacement. The catheter length was unknown. The pump was delivering morphine. It was later reported that the pump was reduced to half the dose at the end of the case. A day later, the patient started to show signs of withdrawal. Based on that, the dose was increased back to where it was previous to the case and the symptoms resolved. It was later reported the health care provider (hcp) experienced trouble aspirating from the catheter during the replacement surgery.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was later clarified that this patient had chronic pain. The pump had worked well for seven years and then battery began to fail. The pump was explanted and replaced. During the replacement surgery before the catheter was attached to the new pump the physician was unable to aspirate any spinal fluid from the catheter. The physician tried for some time to see if it would dependently drain and ultimately the physician attempted to aspirate the catheter and this was unsuccessful. The patient was not in the right position to replace the catheter and so the catheter was attached to the new pump. There were no associated patient symptoms, as previously reported, as a result of the lack of drainage or inability to aspirate prior to the catheter being connected to the new pump.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).